Manufacturer narrative:
On 12 october 2015 it was prepared a final report with the information already submitted in the intial report. On the same day it was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 21 august 2015: lot 124019: (B)(4) items manufactured and released on 16 october 2013. Expiration date: 2018-08-31. No anomalies found related to the problem. To date, (B)(4) other items of the lot have been sold without any similar reported issue. Additional components implanted, for which the bath review was performed on 21 aug 2015: gmk-hinge fixed tibial tray # 6 r; catalogue # 02.09.4006r, lot. 140418 (k130299): (B)(4) items manufactured and released on 12 may 2014. Expiration date: 2019-03-31. No anomalies found related to the problem. To date, (B)(4) other item of the lot has been sold without any similar reported issue. Gmk-hinge fixed tibial insert # 6/10mm; catalogue # 02.09.0610h, lot. 120037ar - not registered in the USA: (B)(4) items manufactured and released on 7 may 2012. Expiration date: 2017-03-31. No anomalies found related to the problem. To date, (B)(4) other item of the lot haw been sold without any similar reported issue. On 20 august 2015 the medical affairs director checked the x-rays with the following analysis: reportedly, this is a porotic patient, and from the xrays looks as being possibly rather heavy. Surprisingly, a similar occurrence was reported for the same prosthesis implanted by the same surgeon a few weeks earlier (reported to FDA with MDR 2015-00174). I can see no evidence of a defect in the implantation. The fracture occurred in a bone region which is hardly interested by bone preparation for implantation of the device. No information is supplied as to postoperative protocol or possible traumatic events. In spite of the repeated event, I can not relate it to a device or instrumentation problem. This is an invasive device which is being placed on a porotic patient; it's not a favourable situation and therefore the risk of a fracture is higher than usual.

Event description:
Epiphyseal fracture in a patient with porous bone.